Manufacturer narrative:
Upon inspection, the technician found the side rail would latch with the broken weld. The replacement bed was given to the facility.

Event description:
Alleged the side rail has a broken weld causing it to not latch.